Event description:
An implant card was received related to a replacement procedure. The implant card states that the reason for replacement is a lead discontinuity. A full system revision took place on (B)(6) 2015. Two images of explanted lead & generator were provided which show the generator with a tightly wound and cut lead on a piece of cloth. The explanted generator and lead were received on (B)(6) 2015 for product analysis. Analysis is underway but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Surgeon stated that he does not have reason to believe this patient has twiddler's syndrome but he does believe the lead became coiled/twisted via manual manipulation through the skin.

Event description:
Further follow-up revealed that the high impedance was observed the day of surgery prior to incision. The lead was observed to be bundled up during the surgery. There was no reported patient manipulation; however, the surgeon believed that the lead discontinuity was caused by the patient manipulating the device through the skin. The generator was replaced prophylactically. It was reported that the patient's husband did not believe that the patient manipulated the device through the skin. Analysis of the pulse generator was completed on (B)(4) 2015. Other than typical explant procedure related observations, no surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The device performed according to functional specifications. Analysis of the lead was completed on (B)(4) 2015. A section of the lead assembly was returned for analysis in one piece with the lead connector still attached to the pulse generator, the lead's electrodes were not returned for evaluation. Review of a photograph of the lead taken prior to decontamination (as-received) shows appearance consistent with lead manipulation by the patient ("twiddler"). Prior to decontamination, a continuity check performed between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper contact between the setscrew and the lead pin was present. The lead assembly was removed from the pulse generator to allow for further analysis. Three sets of setscrew marks were seen on the connector pin, showing evidence that proper contact between the setscrew and the lead pin existed. Abrasions were noted on the connector boot and on the outer silicone tubing at multiple locations. The outer silicone tubing has a compressed appearance at multiple locations. The outer silicone tubing has what appear to be internal abrasions at multiple locations. The lead assembly has kinks in at least one of the lead coils at approximately 7.7cm and 8cm from boot. The inner silicone tubing of the negative coil is abraded. The ends of the inner silicone tubing of both coils and outer silicone tubing are torn. The ends of the negative and positive coils have what appears to be pitting in the vicinity of the cut end of the lead. However, due to mechanical distortion (smoothed surfaces), surface contamination and/or metal dissolution the fracture mechanism cannot be ascertained . A suspected coil break was identified at the end of the positive coil. The lead coils are observed to be stretched. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. The returned lead portion shows appearance consistent with patient manipulation of the implanted device, a "twiddler". Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Condition of returned lead suggests that observed discontinuities appear to be related to patient manipulation (twiddler); not a device malfunction.